Manufacturer narrative:
The device is not available for evaluation. Without the returned device a probable cause is unable to be determined.

Event description:
The event involved a plumset where the customer stated that there was an unspecified chemotherapy leak from a vent hole during infusion. It was determined by the manufacturer at the hospital that the leak was caused by a ¿line fault.¿ there was patient involvement, however, no harm reported.